Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. When the device was returned and evaluated by olympus, in addition to confirming the reported phenomenon, the following non-reportable malfunctions were identified: the outer sheath of the cable has been cut showing a metal frame without protruding part, and the protector is detached from the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication failure has occurred due to cable failure, and images are no longer displayed. The cause of the cable failure could not be identified. Regarding the cable failure, the instructions for use identified verbiage that could prevent the phenomenon: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during a procedure, the wire end of the hd camera head was damaged. Upon inspection of the customer¿s returned device it was observed, the device had no image. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The product receipt date is not available currently. During evaluation, in addition to the reportable malfunction mentioned, appearance defect was noted on the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.